Manufacturer narrative:
Additional information: a specific cause and a correlation between the device and the reported event could not be conclusively established through this evaluation. Review of the submitted log file revealed elevations in pump power and estimated flow values toward the end of the log file, as well as several pulsatility index events. There were no hazard alarms captured in the log file. Based on the manufacturer¿s past complaint experience and similar reported events, this data and the report of dark urine about a week later could be indicative of device thrombosis; however, a full examination of the device could not be conducted as the patient¿s pump was not explanted. The instructions for use lists device thrombosis, hemolysis, stroke, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 05/25/2016 stating that the patient was initially admitted for fluid overload and right ventricle dysfunction at an unspecified date. On (B)(6) 2016, the patient experienced a left middle cerebral artery stroke. On (B)(6) 2016, the patient developed dark urine suggestive of pump thrombosis. A decrease in the patient¿s estimated pump flow value was observed. The patient was initiated with heparin infusions but the patient¿s lactate dehydrogenase values continued to elevate. The pump function at the time indicated probable thrombosis. The patient expired on (B)(6) 2016 due to multi-system organ failure. The cause of expiration on the patient¿s death certificate was listed as intracerebral hemorrhage. The pump was not explanted and no other equipment will be returned.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The disposition of the device was not provided. Information regarding whether or not the pump was explanted and is available for evaluation has been requested, but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On 04/26/2016, it was reported that high flows and high pump power was noted over a period of several days while the patient was in the intensive care unit (ICU). It was also reported that the patient' lactate dehydrogenase (ldh) levels were elevated above the patient's normal baseline despite a heparin IV infusion and triple therapy oral anticoagulation. The patient's system controller log file data was submitted to the manufacturer's technical services representative for analysis. The submitted log file showed pump power elevations to 7.8 watts and on (B)(6) 2016 the transient power elevations appeared to be decreasing. It was reported that the patient did not present with any clinical symptoms other than elevated ldh. A ramp echocardiogram test was unremarkable. The patient was reportedly doing well and the ldh level had stabilized. It was reported that the healthcare professionals would continue managing the patient's coagulation regimen and the cardiology team would be consulted regarding the long term plan of care. No additional information was provided until 05/06/2016 when it was reported that the patient expired due to multi-system organ failure (msof). No information about the patient status was reported between 04/24/2016 and 05/06/2016. Additional information was requested but was not provided.